Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock for a rhythm that was highly correlated (96%) at a rate of 190 bpm. Technical services (ts) discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this ICD was programmed to a higher rate cutoff (rco) of 200 beats per minute (bpm). This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock for a rhythm that was highly correlated (96%) at a rate of 190 bpm. Technical services (ts) discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported.